Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with no suture or anchor fragments returned. There is biological debris on the returned device. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the footprint ultra anchor broke. The procedure was completed with a smith and nephew back up device using the original bone hole and there was a delay less than 30 minutes. The broken pieces were removed with suction, no void was left to the patient and no further complications were reported